Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received and it was learnt that the explanted intraocular lens (iol) was disposed of by the account. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was experiencing fuzzy and an overall un-happiness with the near vision following the implantation of a model zkb00 tecnis multifocal iol (intraocular lens). As a result, lens had to be explanted. The incision was enlarged to 3.0mm for the explant. The lens was replaced with a tecnis toric symfony lens, an increase of 0.5 diopters stronger, plus the toric component. There was unaccounted astigmatism, probably from the posterior cornea, not noted from the anterior surface. Patients vision improved post op day one visit. One day post-op showed improved acuity of 20/30; however, it was too early to determine final visual outcome. No additional information provided.